Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during an unrelated procedure. The electrical function of the lead was normal and no anomalies were detected. Further testing was recommended and the patient will continued to be monitored.

Event description:
Additional information received indicated that the lead was capped and replaced on (B)(6) 2016 due to insulation.